Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the time and date of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: the pump's black box confirmed that the time and date was reseting to the default setting following a battery change on 01/18/2015 within 10 minutes. The pump was exercised for 24 hours and then the battery was removed for 6 hours. When the battery was reinserted, the pump's time and date reset to default. The pump was opened to investigate and the internal clock component was found to be leaking and unable to hold a charge.